Event description:
It was reported that the patient presented to the hospital with muscle stimulation. Patient was transferred to another hospital and it was determined that the stimulation was caused by atrial lead. Chest x-ray was performed and lead dislodgement was noted. Lead re-positioning was unsuccessful because screw was stuck in the lead. Lead was explanted and replaced. Patient¿s condition was stable throughout.

Manufacturer narrative:
Correction: patient experienced pns, not muscle stimulation. Device was reprogrammed on (B)(6) 2017. Later, lead was explanted and replaced on (B)(6) 2017. Correction: chest x-ray was performed on (B)(6) 2017 which confirmed right atrial lead dislodgement. Correction: (B)(6) 2017. Correction: (B)(4). Additional info: myocardial infarction, diabetes mellitus (type ii), nonspecific lymphadenopathy (non-malignant), low blood pressure.

Event description:
Patient experienced phrenic nerve stimulation (pns) on (B)(6) 2017. Device was reprogrammed on (B)(6) 2017. Later, lead was explanted and replaced on (B)(6) 2017.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.